Event description:
It was reported that this implantable pacemaker battery longevity went from three to two years in just three months. Data analysis confirmed that this device was depleting normally. The power consumption is stable, and voltage is tracking normally, and the transition in the blending period resulted in the drop in estimated longevity remaining. This device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The cause not established investigation conclusion code was selected based on analysis memory evidence indicating abnormal battery depletion characteristics. However, additional analysis of device data was unable to find a cause of failure. This is product issue was tracked by ncep-164220 and subsequently was escalated to CAPA-00008344, accolade unexpected drop in longevity, where root cause determination is ongoing.

Event description:
It was reported that this implantable pacemaker battery longevity went from three to two years in just three months. Data analysis confirmed that this device was depleting normally. The power consumption is stable, and voltage is tracking normally, and the transition in the blending period resulted in the drop in estimated longevity remaining. This device was explanted and replaced. No additional adverse patient effects were reported.